Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12e18106 and h12d29049 and no exceptions were observed that were related to the reported condition.

Event description:
It was reported that the patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics for the event and was discharged from the hospital. Later, the patient developed diarrhea and had a colonoscopy performed (result was not reported). The patient got a c-diff infection from the colonoscopy that caused further complications with stiff fingers and arthritis. The patient was hospitalized for the c-diff infection. The patient was later transferred to a rehab center. Treatment for the c-diff infection was not reported. The diarrhea, stiff fingers and arthritis were considered manifestations the of c-diff infection. Pd therapies were ongoing. On an unreported date, the patient recovered from the events. (B)(4).

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.